Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive continuous glucose (cgm) readings as expected. The reported issue was not occurring at the time of the report. Reportedly, the customer was able to pair up to the pump and received cgm readings as expected. There was no reported impact to customer's blood glucose level.